Event description:
Related manufacturer reference number: 2017865-2022-03418 related manufacturer reference number: 2017865-2022-03419 related manufacturer reference number: 2017865-2022-03420

Manufacturer narrative:
Analysis conclusion: the reported events were infection, patient deceased and perforation. As received, a partial lead with only the distal portion was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. All four tine were intact. Performed tip stiffness tests and test results were within specification. Correction - b5- change in the year from 2021 to 2022. Related manufacturer reference number: 2017865-2022-03418; related manufacturer reference number: 2017865-2022-03419; related manufacturer reference number: 2017865-2022-03420.

Event description:
Related manufacturer reference number: 2017865-2021-03418. Related manufacturer reference number: 2017865-2021-03419. Related manufacturer reference number: 2017865-2021-03420. It was reported that the patient presented to the hospital on (B)(6) 2022 due to infection. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead, the right ventricular (rv) lead and the capped rv lead were suspected of infection. Physician decided to explant ICD and the leads. During the explant procedure, the rv lead perforated the right ventricle. Physician stated that removal of cardiac system resulted in patient passing. The patient died on (B)(6) 2022.